Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
While at trajectory, the clinical representative (cr) made attempt to make a micro-move iso target with no movement after arm reached target. Error 'movement not authorized' received. Made attempt to approach trajectory from different angle and received same error. Attempted to make micro-move at another trajectory and received the same error. The surgeon was able to successfully complete case without resolution. Caused delay of 10 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the 1 mm micro-movement in iso mode was not authorized by the software. The authorized range for the incremental step value in iso mode is from 0.1 mm included to 1 mm excluded. A review of the IFU showed that the user manual does not specify that the authorized range of incremental step in iso mode is from 0.1 mm (included) to 1 mm (excluded). Corrected data: - b4 date of this report. - g3 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 adverse event problem. - h10 additional narratives/data.

Event description:
While at trajectory, the clinical representative (cr) made attempt to make a micro-move iso target with no movement after arm reached target. Error 'movement not authorized' received. Made attempt to approach trajectory from different angle and received same error. Attempted to make micro-move at another trajectory and received the same error. The surgeon was able to successfully complete case without resolution. Caused delay of 10 minutes.